Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which continued to malfunction, leading to the decision to replace the pump. The caller was informed of the steps to take upon receiving the replacement pump and instructed to return the problematic one via ups.